Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. There are "improper shutdown" events in the event history log (ehl), however the ehl does not differentiate between "improper shutdown" events that are the result of the user removing all power from the pump without first powering off the pump using the off key and "improper shutdown" events that are the result of the pump powering off without user input due to a device malfunction, however the reported symptom was not reproduced during device evaluation and a cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.